Manufacturer narrative:
The serial number is unknown. The report involves multiple cases of infection and an unknown number of hospitals/units. Initial reporter: the facility or facilities were not reported. Mfg date: as the serial number(s) is unknown, the device manufacture date cannot be determined. Livanova (B)(4) manufactures the heater-cooler system 3t. The infections were reported in the (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Of the 25 cases, 7 were identified and individual complaints and mdrs have already been filed. No further information has been provided regarding the remaining 18 undocumented cases. Though the hospital and patient information is unknown at this time, livanova (B)(4) will attempt to follow-up and gather additional information. If any additional information pertinent to any of the reported infections is received, it will be handled and reported, as required, in a separate complaint and medwatch report. Source: (B)(4). Invasive cardiovascular infection by mycobacterium chimaera associated with the 3t heater-cooler system used during open-heart surgery [(B)(4)]. 2016. <http://ecdc.europa.EU/en/publications/publications/rra-mycobacterium-chimaera-november-2016.pdf>

Event description:
On february 23, 2017, livanova (B)(4) identified 25 cases of patient infection in the (B)(6) in an article published by the european centre for disease prevention and control on (B)(6) 2016 (http://ecdc.europa.EU/en/publications/publications/rra-mycobacterium-chimaera-(B)(6) 2016.pdf). A review of our complaint records only identified 7 cases of patient infection from the (B)(6).